Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had display was blank. Customer's blood glucose value was unknown at the time of the incident. The customer was completed with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Unable to verify missing segments/partial display, buzzing anomalies, flashing red light anomalies and no button response due to blank display.